Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that upon initiating impella cp support on a 76-year-old male patient, the positioning of the pump looked too deep. Repositioning was attempted, but suction alarms were encountered and the catheter appeared to be kinked. The pump was subsequently replaced as a result of the noted issue. The patient was explanted in the procedural area.

Manufacturer narrative:
The investigation of low pump flow, positioning issues, and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Low pump flow: clinical states that the pump was getting low flows from case start. Pump looked deep and was attempted reposition. Patient at tortuous vessels. There was a catheter kink observed and pump was replaced. Pump was not returned for investigation. Data logs confirm low pump flow at case start along with suction alarms. Flows of 3l/min observed at p9 and pump constantly attempting to auto-correct p-level base on the low volume. "Impella in ventricle" and "impella in aorta" alarms observed followed by 0l/min pump flow at p9. Therefore, as per data log review and clinical information provided, the root cause of the low pump flow issue was not determined since product was not returned for review. Product damage (cannula kink): clinical states that log sheath was used to dilate patient due to tortuosity. Pump was repositioned and reduced flows with suction alarms were observed. The catheter appeared to be kinked upon further inspection and pump was replaced. Pump was not returned for investigation. As per the clinical information provided, the root cause of the product damage issue was a catheter kink most likely due to patients tortuous vessels. Positioning issues: clinical states that after initial implant, the pump looked deep and was repositioned. Pump was not returned for investigation. Data logs confirm "impella in ventricle" and "impella in aorta" alarms. The pump was repositioned to get better flow but unsuccessful and a kink was observed on the catheter. Pump was not returned for investigation. As per the clinical information provided, the root cause of the positioning issue was use related to improper technique off initial pump implant as the pump appeared to deep at initial placement.